Event description:
It was reported that there appeared to be noise on the stored electrogram (egm) during high atrial rate episodes. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.